Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn (B)(4)) displayed an error message "system error, out of service, revert to manual CPR". The defective processor board was replaced to remedy the fault. The autopulse platform was manufactured in 2012 and is (B)(4) years old, beyond the expected service life of five years. The platform failed the initial functional testing due to a system error, (latch error 136 - internal parameter corrupted) was observed upon powering up the device. Visual inspection was performed and no physical damages were observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse sn (B)(4).

Event description:
During preventative maintenance (pm) service on the returned autopulse platform (sn (B)(6)), 'system error, out of service, revert to manual CPR' error message displayed on the screen during the initial functional test.